Manufacturer narrative:
Additional product code is hwc. Device is not distributed in the united states, but is similar to device marketed in the USA. (B)(4). The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported a revision surgery occurred on (B)(6) 2020 of the left distal femur due to mal-union and subsequent implant breakage. Original implant date was listed as (B)(6) 2019. A CT scan taken in (B)(6) 2020, showed there was malunion of her femur and two (2) screws were broken. On (B)(6) 2020, a second x-ray was taken and it was noted six (6) distal screws were broken. All implants were removed and the patient was revised to a depuy synthes variable angle condylar plate. Outcome was listed as optimal. No surgical delay was noted. This is report 4 of 6 for (B)(4). This complaint is linked to (B)(4).